Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic area technical operations manager reported to fresenius customer service that a dialyzer was leaking around the screw port. Additional information provided by the atom stated the blood leak occurred approximately five minutes into a patient's hemodialysis treatment. The estimated blood loss was approximately 300 ml. Additional information was requested but was not received to date.

Event description:
A hemodialysis (hd) clinic area technical operations manager reported to fresenius customer service that a dialyzer was leaking around the screw port. Additional information provided by the atom stated the blood leak occurred approximately five minutes into a patient's hemodialysis treatment. The estimated blood loss was approximately 300 ml. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction: g2

Event description:
A hemodialysis (hd) clinic area technical operations manager reported to fresenius customer service that a dialyzer was leaking around the screw port. Additional information provided by the atom stated the blood leak occurred approximately five minutes into a patient's hemodialysis treatment. The estimated blood loss was approximately 300 ml. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: 290 companion samples received. Samples visually inspected. Of the 290 damage was found on two samples. Sample 1 had cracks and thread damage found on both headers, header to the left of the label was found to also be loose. Sample 2 had cracks and threading damage at both headers. All other 288 samples forwarded to qs lab for further testing. One dialyzer found to have an internal leak due to a kinked fiber. During lot history review it was noted that there were 16 other complaints reported against the lot: six addressing internal blood leaks (all were no sample events) and eight addressing external blood leaks (one confirmed with a provided photograph and the others were no sample events). There were also two complaints for a loose header cap that was not used for treatment (one confirmed with sample and one no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and non-conformance (nc) reported on the lot. The nc may potentially be related to the reported complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The complaint is confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Correction: h6 device component code.

Event description:
A hemodialysis (hd) clinic area technical operations manager reported to fresenius customer service that a dialyzer was leaking around the screw port. Additional information provided by the atom stated the blood leak occurred approximately five minutes into a patient's hemodialysis treatment. The estimated blood loss was approximately 300 ml. Additional information was requested but was not received to date.